Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the device shut off during use. Analysis did find the upper and lower cases broken and the side bail covers and ring cover contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device shuts off during use even after the battery was changed. It was also reported the device shut off twice. The device was returned for evaluation and repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device shuts off during use even after the battery was changed. It was also reported the device shut off twice. The device was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.